Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak in to the insulin pump. The blood glucose at the time of the incident was 114 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Performed a visual inspection using ; and found snap-cap detached from reservoir and septum, plunger and transfer guard missing from reservoir.